Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2019-14091. Related manufacturer reference number: 1627487-2019-14096. It was reported the patient lost weight and ipg and anchors were superficial causing discomfort at the implant site. In turn, surgical intervention was undertaken wherein the ipg and anchors were explanted and replaced. This addressed the issue.